Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was the flow block error message during the patient side occlusion test on the lvp. However, after following the technical support recommendations and connecting the pcu to the asm software manually, by holding tamper switch. Flow block error message was able to complete the test successfully. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had flow block error message during patient side occlusion. There was no patient involvement.